Event description:
Correction officers responded to a jail inmate down for an unknown time with rigor mortis setting in. The device was connected to the pt and the analyze button was pressed. According to the reporter, the service icon displayed then the device advised no shock. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death because of the very long down time.